Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine haemorrhage ('enormous hemorrhages that makes her use towels on her legs /') and essential thrombocythaemia ('essential thrombocythemia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 3 and caesarean section. In 2007, the patient had essure inserted. In 2007, the patient experienced post procedural discomfort ("insertion was not painful, just felt a discomfort"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion hospitalization), fibromyalgia ("fibromyalgia"), fatigue ("uncontrollable tiredness / exhausted") and adverse event ("health problems / strange symptoms") and was found to have essential thrombocythaemia (seriousness criterion medically significant). At the time of the report, the uterine haemorrhage, essential thrombocythaemia, post procedural discomfort, fibromyalgia, fatigue and adverse event outcome was unknown. The reporter considered adverse event, essential thrombocythaemia, fatigue, fibromyalgia, post procedural discomfort and uterine haemorrhage to be related to essure. The reporter commented: she was diagnosed with essential thrombocythemia (excessive platelet production) and explained that there was no relationship between the events, but her doctors did not know how her disease appeared. The patient started using an unspecified pill. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine haemorrhage ('enormous hemorrhages that makes her use towels on her legs /') and essential thrombocythaemia ('essential thrombocythemia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, parity 3 and caesarean section. In 2007, the patient had essure inserted. In 2007, the patient experienced post procedural discomfort ("insertion was not painful, just felt a discomfort"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion hospitalization), fibromyalgia ("fibromyalgia"), fatigue ("uncontrollable tiredness / exhausted") and adverse event ("health problems / strange symptoms") and was found to have essential thrombocythaemia (seriousness criterion medically significant). At the time of the report, the uterine haemorrhage, essential thrombocythaemia, post procedural discomfort, fibromyalgia, fatigue and adverse event outcome was unknown. The reporter considered adverse event, essential thrombocythaemia, fatigue, fibromyalgia, post procedural discomfort and uterine haemorrhage to be related to essure. The reporter commented: she was diagnosed with essential thrombocythemia (excessive platelet production) and explained that there was no relationship between the events, but her doctors did not know how her disease appeared. The patient started using an unspecified pill. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.